Event description:
A malfunction on the pump was reported by the caller, who experienced no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller on resetting the pump, successfully resolving the malfunction without recurrence. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller understood and agreed to.